Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review (DHR) lot # review was conducted, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a 20" (51 cm) appx 0.60 ml, smallbore ext set w/microclave® clear, luer lock, where it was reported there is a defect that causes air to become trapped in the connector itself, releasing air into the central line. Our client was hospitalized 3 times. There was patient involvement and there was patient harm. This captures 2 out of 3 occurrences.